Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2011, due to tibial loosening. During the surgery, the surgeon confirmed that the spined stem had fractured. The tibial tray and spined stem were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". This is MDR one of two (1825034-2011-00863 through 00864) for this event. (B)(4).